Event description:
Two (2) devices failed, passer suture firstpass ref #22-4038, with same lot #2109279. First device deployed needle incorrectly and was not able to be used; second device (same as first) did not deploy needle, needle stuck inside the device. Reference report: mw5117448.